Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was identified. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast- fix 360 assembly procedure, found that for fast fix reverse curved is inspected to be properly bended. If any of the inspected parts fail, the inspected part must be rejected and an nc shall be addressed. Although a review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing issue. A corrective action and non-conformance was initiated to address this issue. The manufacturing of the reported devices was stopped to modify the manufacturing process to include the proper specifications and inspections to reduce the occurrence of the reported event. Internal complaint reference: (B)(4). H11 h5, h6, h8: labeled for single use, f code and usage of device updated.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that the radius and distance of the needle curve were specified. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the package of the reverse curved fast fix was opened, the needle was straight. The malfunction happened during the procedure and was solved with a delays shorter than 30 minutes using a back up device. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.